Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of the peritonitis was that the transfer set became disconnected from the titanium adapter. The nurse reported that the patient not checked to be sure that the transfer set was connected tightly. Also, the nurse reported that the patient had been tucking the transfer set into his pants and was not securing it well with tape. The patient was prescribed prophylactic antibiotics, but had chosen not to take them and subsequently developed peritonitis. The patient was treated with vancomycin and gentamycin ip for the peritonitis event. The patient recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.